Event description:
Pt alleges receiving breast implants on an unk date of an unk MFR. Pt also alleges her health has been endangered and her body is now abused by silicone. Pt's letter states "my category falls in the 46-50 age group (at time of implants) as well as the atypical neurological overlap syndrome category and the atypical rheumatic category."